Event description:
It was reported, a 38 yo female patient, initial left knee implanted in (B)(6) 2021, underwent a revision procedure in (B)(6) 2025. The patient complained of pain. Recalled insert and patella reported. The patient was revised to a competitor¿s devices. There were no device breakages or surgical delays during the procedure. The patient was last known to be stable condition following the event. X-rays were provided. The explanted devices are not available for return. Chain of command. Due to the recall, the hospital will not release them. No device images were able to be obtained. No further information.

Manufacturer narrative:
D10: concomitants: 02-020-12-0245 - truliant ps por fem ps por left sz 4.5 (B)(6). 02-022-35-4509 - truliant tib imp ps insert sz 4.5 9mm (B)(6). 02-022-55-4535 - truliant por tib tray size 4.5f/3.5t. 200-07-35 - advanced patella 35mm 3 peg implant (B)(6). Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Manufacturer narrative:
The reason for the clinical symptom of pain reported cannot be conclusively determined and the event cannot be confirmed because the devices were not available for evaluation, and relevant patient information, images, or radiographs were not provided. An additional contributing factor to the revision may have been inclusion of the polyethylene in the packaging recall. D1: corrected. D4/d6: device, serial #, UDI #, expiration, implant and explant dates unknown. G3: manufactured dates unknown. G4: PMA 510k cannot be determined. H6: corrected component and investigation clinical codes.